Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated at the safety clamp below the pump segment while priming chemotherapy. This occurred with 20 tubing sets in a row in the same event. This occurred at inpatient oncology. There was no patient involvement.

Manufacturer narrative:
Supplemental created to revise root cause. The customer's report that the tubing set separated at the safety clamp below the pump segment was confirmed. The root cause was not identified.

Event description:
It was reported that the tubing set separated at the safety clamp below the pump segment while priming chemotherapy. This occurred with 20 tubing sets in a row in the same event. This occurred at inpatient oncology. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing set separated at the safety clamp below the pump segment was confirmed based on the customer provided photo. The customer provided photos showing a set separation at the engagement of the lower fitment and pvc tubing components along with opened set package 2420-0007 lot 19123083. The root cause was identified as due to likely factors of operator not following procedure, solvent dispenser malfunction, or insufficient solvent on dispenser. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. CAPA 1432807 was opened to implement the containment and corrective actions of the issue.

Event description:
It was reported that the tubing set separated at the safety clamp below the pump segment while priming chemotherapy. This occurred with 20 tubing sets in a row in the same event. This occurred at inpatient oncology. There was no patient involvement.